Event description:
Device complication: device breakage. Time of complication: during procedure. Symptoms: bluish discoloration of middle finger. It was reported that the pt was admitted for an ischemic left hand, which involved bluish discoloration of the left middle finger. The pt was to receive a carotid stent placed in the brachial artery (off-label). The stent broke off during the left arm stenting procedure. The piece was retrieved by interventional radiology using a 5 mm snare device. The pt later required a thrombolytic infusion, but required a thrombectomy to remove the thrombus. No additional info was available.